Event description:
It was reported that on 2 occurrences where the sheath on angiocaths are slivered with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: the sheath on the angiocaths are slivered. Noted when we opened them and removed the cap and upon inspection before use it was noted and not used.

Manufacturer narrative:
Bd received a 20 gauge insyte autoguard blood control unit from lot 8331650 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle appeared to have pierced through the catheter tubing creating a v-shaped cut in the catheter tubing. Based off the visual inspection the engineer was able to verify the reported defect. However, since the unit was not returned in its original unopened packaging the engineer could not determine the exact root cause for this damage.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on 2 occurrences where the sheath on angiocaths are slivered with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: the sheath on the angiocaths are slivered. Noted when we opened them and removed the cap and upon inspection before use it was noted and not used.